Event description:
It was alleged that the bed exit had alarm issues and the scale was zeroed with a patient in the bed, which could result in an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.